Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the clinic visit and patient's cellulitis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Event description:
An unauthorized caller, identified as a nurse from the patient¿s clinic, contacted insulet and reported that the patient experienced a pod site reaction, which the nurse stated was related to cellulitis. Subsequent outreach to the patient was completed; however, cellulitis was not mentioned during the patient call. Attempts to obtain additional information about the reported cellulitis event were unsuccessful. A supplemental report will be provided if additional information becomes available.